Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, no image was displayed due to a broken charged coupled device (ccd) unit. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope displayed no image. There was no patient involvement.